Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that a patient has been indicated for shoulder arthroplasty revision due to humeral tray fracture. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Patient has been indicated for a shoulder arthroplasty revision due to unknown reasons. No revision procedure has been reported to date.